Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 42 mg/dl at the time of incident. Customer¿s other blood glucose value was 300 mg/dl. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was not active. Customer did not allege pump was over delivering. Customer also experienced hyperglycemia and treated with insulin and needles. The device will not be returned for analysis.